Event description:
It was reported that the patient underwent a spinal surgery. The tip of the driver broke off during the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Macroscopic examination confirms tip breakage, with approximately 3mm of the tip broken off and not returned for analysis. Plastic deformation noted on hex, just below fracture initiation site. Microscopic examination of fracture reveals a quasi-brittle fracture, with no indication of torsion or fatigue; and is consistent with bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.